Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity log observed two successful paddle shocks with recorded energy outputs prior to one unsuccessful shock attempt. The handle shock button was pressed however, no energy was delivered due to the device not being charged. The log showed the device prompted "defib not charged" and "press charge" after the shock button press. By design the device will prompt these advisory messages to the user if the user attempts to discharge without the device being charged. A few seconds later the charge button is pressed with a paddle shock button and energy is delivered. The device appears to be functioning as expected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using internal handles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.